Event description:
A customer reported a delivery issue associated with a goodwill sensor offered by abbott diabetes care (adc) device in replacement of premature detachment devices. As a result, the customer ordered a replacement adc device. Subsequently, a delivery delay was reported with the replacement adc device. Due to delivery delay, the customer experienced symptoms of hypoglycemia and hyperglycemia. The customer was able to self-treat with "0.6 insulin slow and 0.6 of rapid insulin." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.